Event description:
After less than 24 hrs of intra aortic balloon therapy, a balloon leak was noted via blood in the tubing. The intra aortic balloon was removed and replaced. The pt was reported to have expired the next day.